Event description:
It was reported that during a da vinci si cholecystectomy procedure, the clips of the medium-large clip applier instrument would not stay fixed and kept falling out of the clip applier. Per the customer, at the time of the reported event, nothing fell into a patient during a surgical procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering could not confirm the customer reported complaint of instrument clips not staying fixed and falling out. The instrument was placed on system and driven. Recognition and engagement passed. The instrument moved intuitively with full range of motion in all directions. Grips opened and closed properly, and hold clips with no trouble found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.